Manufacturer narrative:
Evaluation summary inadvertantly left off of follow up report #1. Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
The device was used in a laparoscopic appendentomy. The ez35b broke on tissue and would not readily release. The surgeon managed to remove the device eventually. There was no consequence to the pt.